Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed jaws remained activated even though toggle switch was not being pulled back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR was reviewed for the analyzed failure "material twisted/bent; shaft ¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The device was returned to the factory for evaluation on 12feb2020 and investigated on 03mar2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw and the heater wire was twisted. The tip of the shaft was also bent. The silicone insulation on both jaws were melted, charred, cracked and whitish in color. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch, however the switch was stuck on "on" position, which resulted in the reported failure mode "device remains activated". Based on the results of the evaluation, the reported failure mode "device remains activated" and the analyzed failures "material twisted/bent; wire", "material twisted/bent; shaft " and "thermal decomposition of device" were confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed jaws remained activated even though toggle switch was not being pulled back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.